Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The unexpected restart alarm could not be confirmed due to the keypad anomaly. Moisture damage was noted on the lcd board. It was also received with a cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer fell in water with the insulin pump. She removed the battery and when reinserting it, an unexpected restart alarm occurred and the alarm could not be cleared. It was stated that they could see fluid under the screen. Customer's blood glucose value was 7.2 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.